Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The customer informed the rse that every night the system needs to shut down completely and reboot again every morning. The philips remote service engineer (rse) inspected the system remotely and reviewed logs, confirming that the geometry pc had an issue. The customer requested the rse to schedule an onsite visit to check the system. Afterwards, the field service engineer (fse) called the customer to talk about scheduling a time for the onsite visit, but the customer explained that the system had been working fine and to just close the work order. They would place another call if needed. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the system was unable to communicate with geometry computer, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.